Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced blood at site, no delivery, high blood glucose and bent cannulas. During bent cannula troubleshooting, customer stated that they experienced blood glucose levels of 400mg/dl to 450mg/dl. Customer reported no problem with insertion method and site. Customer stated infusion set was in use for two hours before bent cannula occurred. Customer was advised proper preparation methods. Customer was advised to change infusion set. Customer declined to troubleshoot for high blood glucose, blood at site and no delivery. Insulin pump will not be returned for analysis.